Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. A second tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10 medical devices: tibia cemented 5 degree stemmed left size c catalog#: 42532006401 lot#: 66360604 unknown femoral catalog#: ni lot#: ni. G2 foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6 the following section was corrected: h4 visual inspection of the returned devices exhibits signs of use (gouged, tool marks) and the dovetail feature is flared/deformed. Review of the device history records identified no related deviations or anomalies during manufacturing. The articular surfaces used are compatible to be used with the tibial tray. A definitive root cause cannot be determined. Complaint is confirmed via damaged device return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.